Manufacturer narrative:
Event date: exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not charging and not working well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.